Event description:
It was reported that, after bilateral knee replacements performed on (B)(6) 2010, during which unknown legion/genesis ii devices had been implanted, the patient experienced a loud cracking in their right knee; they had bent down using their knees and experienced pain along with a feeling of their knee going out of the joint. Then, the patient was diagnosed with a fracture of the polyethylene post located in the intercondylar notch, after an MRI of the right knee done on (B)(6) 2023. The patient claims they do not partake in sports and they believe that there may have been a defect in the product. It is currently unknown if this issue has been resolved. The patient's current health condition is unknown, a revision surgery has been reported as planned to be performed on (B)(6) 2024.

Manufacturer narrative:
Additional information: b5. H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, a fracture of the implant can occur as a result of trauma, strenuous activity, improper alignment, or duration of service. At this time, no clinical factors have been identified which would have contributed to the reported event. The patient impact beyond that which was reported cannot be determined at this time. It was communicated that the revision procedure was scheduled for (B)(6) 2024; however, no additional medical documentation has been received as of the date of this medical investigation. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file, prior actions and product prints review could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
D6a - exact implantation date is unknown. Primary surgery was conducted in (B)(6) 2010.

Event description:
It was reported that, subsequent to bilateral knee replacements performed on (B)(6) 2010, the patient noticed loud cracking in right knee. She experienced pain when bending down and she felt as though her knee went out of joint. The patient was diagnosed, after an MRI of the right knee done on (B)(6) 2023, with a fracture of the polyethylene post located in the intercondylar notch. The patient claims she does not partake in sports and she believes that there may have been a defect in the product. Revision surgery has been scheduled for (B)(6) 2024 with dr. (B)(6) at (B)(6) hospital.

Event description:
It was reported that, subsequent to bilateral knee replacements performed on 2010, the patient was diagnosed, after an MRI of the right knee done on (B)(6) 2023, with a fracture of the polyethylene post located in the intercondylar notch. The patient claims they do not partake in sports and they believe that there may have been a defect in the product. It was indicated that revision surgery is being considered. Patient's current health status is unknown.

Manufacturer narrative:
H10: internal complaint reference case-(B)(4). Note: b3 - date of event: exact date is unknown; it was indicated to be during november, 2023. D6a - implanted date: exact date is unknown; primary surgery conducted back in 2010.